Event description:
It has been reported to co that during an electrophysiology procedure this device experienced intermittent continuity. The device was removed and replaced. There is no report of patient injury. The device is being returned for co analysis.